Event description:
Clear packaging was cut compromising the inner contents sterility.

Manufacturer narrative:
The user observed that the clear packaging was cut. Evaluation of the returned unit confirmed a crack in the plastic casing compromising unit sterility. No stress marks indicating internal product contents caused crack or puncture were observed. Appears to have been external force after the tray was removed from the chipboard box. The unit was returned in the original tray with the seal still attached. The unit was never used on a pt. This complaint is still under investigation to determine the root cause of the puncture. Currently believed to be caused by environmental conditions. (I.e. Temperature in extreme cold). This is in relation to MDR 2085033-2014-00556. There were two units associated with this complaint. This MDR is for the second unit.